Event description:
It was reported that pt underwent total knee arthroplasty in 2007. It was reported that pt hyper flexed and prosthesis dislocated. During revision surgery about 7 months later, oss yoke component was found fractured.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility info is available: evaluation of device found evidence that one of the tabs in the oss yoke fractured due to bending fatigue. Both tabs showed warn areas indicating contact with a hard surface. However, the other components of the oss system were not returned for analysis, therefore, the cause of such contact cannot be determined.